Event description:
It was reported that the patient received shocks and was presented to the emergency room. An interrogation showed the right ventricular (rv) lead triggered and alert for high impedance on the superior vena cava (svc) coil. Noise was noted on the rv pace/sense portion. There was oversensing resulting from a lead fracture. The rv lead was capped and replaced. It was also reported that atrial channel showed noise. The right atrial (ra) lead was capped as reusable. It was further reported that the device was near elective replacement indicator after only 5.5 years of use and had shortened longevity. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.